Event description:
It was reported that the pt never had a therapeutic effect. She visited her physician and the decision was to replace the device as "the stim wasn't working since implant". The physician performed a lead revision only as the neurostimulator was found to be in good condition and had viable remaining battery life. The pt was disappointed that the entire device system was not replaced. The pt also desired additional training regarding programming the device. At follow-up in 2009, the pt was voiding on her own, and the device was functioning properly though the pt felt a painful "bumping" sensation. Further info was requested from the hcp.

Event description:
Additional information received from the patient reported that she had great success with the trial and only had to be reprogrammed once. The healthcare provider (hcp) later reported that the patient claimed to have a new lead implanted in a deeper location, but the old lead was not removed. The hcp wanted to verify if the old lead was still implanted. The patient later reported that she needed to have an unrelated brain MRI. The hospital was asking how many lead wires she had. She stated her wire was replaced because it was not working properly and stopped in 2009. The patient was implanted for urinary retention. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimula tion, and gastrointestinal/pelvic floor.